Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced asystole due to oversensing and under pacing. After discussing the issue with boston scientific technical services (ts), programming adjustments were made. The right ventricular (rv) lead then exhibited intermittent capture and no capture in the atrial lead. The physician indicated the patient had begun taking medication for dementia which coincided with the report from the caretaker the patient had exhibited dizziness, shortness of breath and loss of consciousness. The medication was discontinued and a subsequent device check found the device was capturing and sensing appropriately. There were no additional adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.